Event description:
A cartridge change error was reported, causing the pump to alert the customer of a malfunction. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various parts of the pump and was eventually able to successfully load a new cartridge with assistance. Insulin delivery was resumed.